Manufacturer narrative:
Supplemental submitted to include UDI. Not returned.

Event description:
It was alleged that during transport by ambulance to the hospital the patient was allegedly injured when they fell off as the stretcher was being lowered. Medical intervention was reported with no further details being provided.

Manufacturer narrative:
Information surrounding a visual and functional inspection was not available as the alleged issue has on-going legal matters. Device not returned.

Event description:
It was alleged that during transport by ambulance to the hospital the patient was allegedly injured when they fell off as the stretcher was being lowered. Medical intervention was reported with no further details being provided.

Event description:
It was alleged that during transport by ambulance to the hospital the patient was allegedly injured when they fell off as the stretcher was being lowered. Medical intervention was reported with no further details being provided.